Event description:
On 2021-04-27, linkbio complaints department was initially notified that during a washout for an infection on (B)(6) 2021, the surgeon made an observation that the condyle cap of the femoral component had come loose. On (B)(6) 2021, the sales representative confirmed the product information (part # 15-8521/06, sn # (B)(4)). Upon review of the surgery report received on 2021-07-08, it was revealed that a loosening of the femoral component had occurred.